Manufacturer narrative:
Document review: amistem h cementless stem size 2 std: ref 01.18.132 / lot 113860 960 devices produces): all parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures. All the stems of the lot have been already sold without any similar event reported. Versafitcup cc trio cementless shell (k103352): ref 01.26.45.0046 / lot 111518 ((B)(4) devices produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures. Total of (B)(4) cups of the lot have been already sold without any similar event reported. Other components: versafitcup cc liner (k103352): ref 01.26.2839hct / lot 112884: (B)(4) items produced and all sold without any similar event reported. Cocr femoral head (k072857): ref 01.25.011 / lot 113712: 60 items produced and (B)(4) sold without any similar event reported. From the data collected, there are no evidences that the event is device related.

Event description:
Imp ref #: (B)(4).